Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: working channel/ aspiration brush. Cfu: 3cfu. Bacterial identification: filamentous fungi,fusarium spp. Sampling from: air channel. Cfu: 3cfu. Bacterial identification: filamentous fungi,fusarium spp. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 20, 2024 sampling from: all channels cfu: =1cfu. Bacterial identification: n/a. Sampling from: distal end. Cfu: no growth. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the duodenovideoscope tested positive for an unexpected contamination. The customer noted the device was a loaner. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.